Event description:
It was reported the patient was experiencing a burning sensation and painful stimulation that almost makes him pass out. It was suspected the symptoms were due to a short in the lead. There was no known incident related to the onset of the symptoms. The patient was anxious because the ipg was depleting quickly. The patient needed an improvement on the stimulation patterns, and the patient's current lead was a surgical lead placed low along the spinal cord which was only affecting his lower extremities. The patient was seeking a new physician.

Manufacturer narrative:
(B) (4)